Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.

Event description:
The swartz braided transseptal introducer and dilator assembly was advanced over the guidewire and the side port was flushed. The physician then noted blood leaking from the hemostasis valve of the introducer. There were no consequences to the patient. Further information was requested but has not been received.